Manufacturer narrative:
Device eval started, but not yet completed.

Event description:
It was reported that while user was in the process of thawing a unit of frozen stem cell concentrate, the storage bag's side seam "broke completely" along the seal. Following the break in the integrity of the bag, the cells were salvaged and infused. To date, no adverse effects on the recipient have been reported.